Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The customer's device was received with a system controller pcb assembly from another device, therefore physio was unable to complete the device evaluation. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.